Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On march 12th, 2024, fujifilm healthcare americas corporation was informed of an event involving eg-740ut. It was reported that the black liquid was coming out of scope during reprocessing. There is no harm to the patient. There is no additional information provided.